Manufacturer narrative:
The "type of investigation" coding has been updated.

Event description:
It was reported that a patient received a questionable result when testing with a coaguchek xs plus meter (serial number unknown) and coaguchek inrange meter serial number (B)(6). At 9:20 a.m., a sample from the patient was tested using the coaguchek xs plus meter, resulting in a value of 1.9 inr. At 9:45 a.m., a sample from the patient was tested using the coaguchek inrange meter, resulting in a value of 1.4 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.